Event description:
It was reported that during a da vinci s surgical procedure, the bowel grasper instrument was not grasping properly and black material is peeling off the shaft. The intended procedure was completed successfully. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that the casing was coming off. Complaint of instrument not grasping properly was not confirmed. The main tube insulation appears to have scratches and gouge marks, with materials removed at the distal end. Evidence was not conclusive, but damage is likely caused by excess force contact on the main tube surface. The instrument has 15 uses remaining. Per the customer, at the time of the reported event, nothing fell into a patient during a surgical procedure. Based on this, no additional follow up is required. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperative. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.